Event description:
Add'l info rec'd from MFR 4/8/04: medtronic has reviewed the info provided on the user facility report and compared it to previous complaints about this product. Based upon the info and the requirements of 21 cfr 803, MFR did not file a medwatch form 3500a for this event, since there was no pt injury reported and MFR has no previous reports of this type of incident causing a pt injury. MFR continues to trend these complaints in accordance with 21 cfr 820 requirements. In addition, MFR has not received the device for eval and therefore, no conclusions can be drawn as to the actual cause of the event.

Event description:
A capsule was placed in a pt's esophagus. When physician checked to see if the capsule had attached, it was discovered that it had not. Another capsule was requested, which took 15-20 min. [Minutes] prep [preparation] time to soak before it could be placed. The pt was anesthetized for an additional 15-20 minutes. The next capsule was placed, but did attach appropriately. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.